Event description:
During the surgery, doctor deployed one complete se peripheral stent in the target lesion and then deployed a second stent to the same lesion. Both stents were deployed without issue, however, when the physician attempted to remove the second delivery system, the delivery system became caught on the deployed stent, which caused the stent to migrate. Doctor dilated the stent by balloon and was able to remove the delivery system. Another stent was implanted to cover the gap between the two stents. Evaluation summary: the proximal end of the distal tip was damaged with the tip material partially flared indicating that it may have snagged during removal. The inner shaft was kinked 7.3cm and 17.1cm proximal to the tip. The proximal shaft was kinked immediately distal to the strain relief. Image review: the first image showed the location of the first stent that was deployed. The target vessel i.e., the sfa appeared tortuous and possibly calcified, since the stent deployed profile does not appear to be concentric in certain areas. The stent appears to kink with the tortuosity of the vessel. The second image shows the deployed second stent. The delivery catheter has already been removed. The interaction between the stent and the delivery catheter is not visible in the images. The distal stent markers appear to have been pulled back proximally so that the distal portion of the stent is distorted.

Manufacturer narrative:
Evaluation results: related to operational context (difficulties removing delivery system), (root cause could not be determined.) Evaluation. Conclusions: . Operational context contributed to event (difficulties removing delivery system). (B)(4).